Event description:
It was reported that a catheter occlusion was suspected. The reporter stated that the pump was replaced due to expected end of service (eos) and that the healthcare professional tried to aspirate the catheter, but couldn¿t get any fluid back. The catheter was replaced, but catheter segments were left in the intrathecal space. No patient symptoms were reported. The reporter later indicated that the patient was receiving effective therapy. The pump was delivering an unknown brand of baclofen. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).